Manufacturer narrative:
Product ID, 8711 lot# j11421r65, implanted: 2003 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with increased spasticity (mild increase in tone), puritis, irritability, and withdrawal. Telemetry confirmed the pump had a low reservoir alarm on (B)(6) 2013 and an empty reservoir on (B)(6) 2013. The patient only heard an alarm beginning (B)(6) 2013. A reporter also noted the office had mis-scheduled this patient for a refill after the low reservoir alarm date. The patient did require hospitalization but no injury was reported. This device system was used to deliver compounded baclofen.